Event description:
User called into emergency support program (esp) line to request support with gas loss alarm that occurred during cardiosave intra aortic balloon pump therapy. The esp personel had reviewed and discussed the troubleshooting steps to the user in detail. No harm or injury reported.

Manufacturer narrative:
User called into emergency support program (esp) line during cardiosave intra aortic balloon pump therapy, to review a gas loss alarm on a cardiosave unit. He confirmed there were no visible signs of blood in the helium tubing and that all tubing connections had been checked and were now secure. Carlos had not used the help key or the iab fill and start keys to resume therapy; these keys and their functions were reviewed with him during the call. He expressed appreciation for the information and had no further questions. No harm or injury reported.